Manufacturer narrative:
Additional information is provided in sections d.9, h.3, h.6 and h.11. The company representative was able to replicate the reported event. The issue was resolved by replacing the nonconforming illuminator. The system was tested and found to meet product specifications. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A non-conformance based review of the serial number was performed. There were no contributing factors identified. A review for complaints reported against this serial number was performed. There were no relevant complaints found as part of this investigation. The root cause of the reported event is attributed to the nonconforming illuminator. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information is provided in sections d.9, h.3, h.6 and h.11. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria.a non-conformance based review of the serial number was performed and a potential contributing factor to the reported complaint was identified. The root cause of the reported event is attributed to component wear.a review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation.representative performed an on-site assessment of the equipment and replaced a nonconforming illuminator module. Actions taken per the sr resolved the reported event. This complaint has been reviewed and based on a low occurrence rate, it is determined that no further actions are necessary at this time. A visual assessment of the returned sample revealed there was no xenon lamp inside the illuminator module and the 2 lenses had visible cracks.a known working xenon lamp was installed into the returned illuminator module, then the module was installed into a console and tested. The reported event was unable to be confirmed or replicated. However, port 1 measured a lumen value lower than expected, which is attributed to the 2 cracked lenses. As to how and when the lenses became cracked remains inconclusive. The returned illuminator module was installed into a system with a known good xenon lamp. The reported event was unable to be confirmed or replicated. However, the lenses inside the illuminator module were found to be non-conformant. As to how and when the lenses became cracked remains inconclusive.based on the results of this investigation, the reported event was confirmed and replicated.the root cause of the reported event is attributed to component. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
The customer reported that ophthalmic operating system with top illuminator not working. Details of the procedure and any potential patient impact have not yet been provided. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).